Event description:
Boston scientific received information that a low out of range shocking impedance measurement of less than 20 ohms was observed on this patient¿s right ventricular (rv) lead. Surgical intervention was performed to explant this lead due to the low shock impedance issue and a replacement rv lead was successfully implanted in its place. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead could not be confirmed by analysis of the lead segments returned. The lead was returned severed into two segments, a terminal end segment and a tip segment. Surface cuts were noted in the insulation, which were the result of the extraction process. An abrasion was noted in the polytetrafluoroethylene (eptfe) covering of the distal spring towards the proximal end as well. However, the returned lead segments passed both the electrical and hipot testing with no problems.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.